Manufacturer narrative:
The returned device was found to have high battery resistance. Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
A 8637-20 pump was sent back to the manufacturer with no known reported complaint or patient harm. The device underwent routine analysis. There were no further complications reported/anticipated.